Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported thrombosis and infection could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The evaluation of the submitted log file confirmed the report of power elevations. The submitted log file contained data spanning from (B)(6) 2021 13:14:59 through (B)(6) 2021 22:56:57, per the timestamp. Transient power elevations were captured on (B)(6) 2021 and (B)(6) 2021. Power elevations reached as high as 14 watts on (B)(6) 2021 at 18:04:09, and flow reached 12.0 lpm during this event. No other atypical events were captured. Prior to and after these events, the pump appeared to operate as intended. It was reported that the patient presented to the emergency department (ed) with profound infection in abdomen and signs and symptoms of suspected pump thrombosis. Symptoms included cola colored urine, worsening congestive heart failure (chf) symptoms, end organ dysfunction, and elevation in flow and powers. The patient¿s pump was decommissioned on (B)(6) 2021 and was sent home on hospice. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The hmii IFU lists infection and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values, and controlling infection. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The heartmate ii lvas IFU (rev. C) lists infection and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values, and controlling infection. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to the hospital with signs and symptoms of suspected thrombosis. There were high powers and elevated flows. Additional information states that there was a suspicion due to the cola colored urine, worsening congestive heart failure (chf) symptoms, end organ dysfunction, and elevation in flow and power. The patient had also presented with profound infection in abdomen. Patient was not an exchange candidate. Patient's pump was decommissioned on (B)(6) 2021 and was sent home on hospice.